Event description:
It was reported that the user completed a supply change and the infusion set connector was not properly seated, resulting in interrupted insulin delivery on an ilet system, after which the connector was reseated and insulin delivery resumed with glucose returning to range. Symptoms included hyperglycemia with a reported peak of 303 mg/dl and device alerts for sustained high glucose. Outcomes included transient elevated glucose over a few hours without ketone testing, backup therapy, medical intervention, assistance, or acute health effects. Investigation included troubleshooting and user education regarding infusion set connection and supply change technique. Investigation of this case revealed an infusion set connection error leading to no insulin delivery, consistent with incorrect deployment or improper attachment of the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with infusion set connection during supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.